Manufacturer narrative:
Date received by MFR: 16sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen failed calibration. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019.

Event description:
It was reported that the unit had a "bad touch" touchscreen failure. There was no patient involvement.